Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a surgery on (B)(6) 2013 the oracle lateral quick inserter distractor from a borrowed set broke. It was of no consequence to the patient. It happened during the insertion of the last three cages and the cage could easily be impacted the last mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
This device used for treatment and not diagnosis. We have forwarded the complained article to the responsible product development center for evaluation. The investigation shows upon turning the handle, the threaded bar and pusher rotated together as opposed to pusher being allowed to rotate relative to the bar. This results in rotation and locking of the blades after less than one revolution. The instrument no longer functions. A fundamental source of issue is wear, most likely due to presence of a third body between the two parts resulting in third body wear. The tolerances at the time of production progressed the effect of this third body wear. Changes have been implemented into the design in order to open up the tolerances and hence reduce the probability of this occurring. Placeholder.